Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with an octaray mapping catheter and the irrigation issue was not noted before the device was used on patient. Irrigation pump catheter showed obstruction. Tried to irrigate manually outside the patient to ensure the lumen. Replaced the catheter. The procedure was successfully completed. No patient consequence. Additional information was received on 23-may-2025. The suspected device for the reported issue was the octaray mapping catheter. The issue was not noted before the device was used on the patient. During the procedure, the pump started to advice ¿high pressure¿. The brand of the pump used was unknown, maybe braun. Steps taken to resolve the irrigation issue was to remove the catheter, try to irrigate manually and replace the catheter. The correct catheter settings were selected on the pump. No issues with flow rate change at the start of the ablation. This event was originally considered non-reportable, however, bwi became aware on 23-may-2025 of the issue was not noted before the device was used on patient and have reassessed the event as reportable. The awareness date for this record is 23-may-2025.

Manufacturer narrative:
The investigation was completed on 10-jul-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31497399l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).